Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: internal blower failure. Correction: - replace blower module (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: "low oxygen" alarm due to defective blower.